Event description:
It was reported that on (B)(6) 2014 the pump alarmed and, 2 days later, stopped. At that time, the patient was seen in the clinic by her healthcare provider (hcp) and pump logs were read, which indicated that a motor stall occurred on (B)(6) 2014 and recovered on the morning of (B)(6) 2014. The patient did experience withdrawal symptoms and underdose symptoms, specified as increased spasticity and sweating. The patient took oral baclofen. The patient was referred for a pump replacement. It was noted that the elective replacement indicator (eri) was to occur in 18 months. At the time of this reported, the patient status was indicated to be ¿alive-no injury¿. The device system was used to deliver lioresal.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8578, serial# (B)(4), implanted: (B)(6) 2009, product type: accessory; product ID 8709, lot# j11048r33, implanted: (B)(6) 2002, product type: catheter. (B)(4).

Manufacturer narrative:
Analysis of the pump found pump motor gear train anomaly corrosion, and/or wear, and/or lubrication, as well as pump motor gear train anomaly stall due to shaft-bearing.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later that a second motor stall occurred within 24 hours of the first stall. However, it was unclear if it occurred on the same date of the first stall or on the following day. The stall never recovered, so the pump was replaced on (B)(6) 2014. Following the pump replacement, the patient recovered without sequela.